Event description:
A customer reported the system did not perform the biometry during the exam. The system was exchanged and the exam was completed. There was no pt harm.

Manufacturer narrative:
The company rep examined the system. The company rep completed a system verification, and noted no issues with the system. The company rep tested the biometry probe and it passed testing. The system was then tested and met all product specifications. Ther was no sample returned for evaluation and no additional information provided related to this event. For this reason , steps could not be taken to replicated or confirm the reported event. A review of complaints for the last 24 months did indicate an additional similar report for this system. The root cause cannot be determined conclusively. (B)(4).